Event description:
This complaint is now reportable based on the analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary transluminal angioplasty procedure a balloon was noted to be faulty. The 90% stenosed lesion being treated was located in the left main artery. The physician predilated the target lesion and then implanted a promus element stent. While prepping a 4.00m x 8mm nc quantum apex balloon catheter for post-dilation the balloon was noted to be "faulty". The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. Device analysis revealed a shaft perforation.

Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. Device evaluated by manufacturer: returned product consisted of a nc quantum apex balloon catheter with no original packaging or other devices. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. The outer and inner shaft were twisted with a hole/perforation that lined up with the twist from the exit notch to 4.25cm distal of the exit notch. Although it was reported that the problem with the device was noticed at preparation and outside the patient, the presence of blood in the guidewire lumen and contrast in the inflation lumen and balloon are indicative of handling beyond preparation of the device, as was reported. Inspection of the remainder of the device presented no damage or irregularities. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors (B)(4).